Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a lead fracture. It was also noted that due to the fracture programming was change to unipolar requiring high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# 4968-25. A proximal portion was received measuring 21.5 cm. A distal portion was received measuring 9.5 cm. The outer insulation of the lead developed a breach due to a depression while in vivo.